Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus (B)(4) for evaluation. In the evaluation of (B)(4) the following was confirmed; the light guide lg lens had been cracked. The glue o the light guide lens and objective lens had been porous and broken. The distal end cover had impact points. The glue of the bending section rubber had been broken. The bending section had been worn out. The connecting part of the bending section and insertion tube had been scratched and kinked. The boot had cut. The universal cord was worn out. The venting connector had corrosion. The subject device had been repaired by the third party. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water, the auxiliary water channels of the device. The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, santax. There was no report of infection associated with this report.